Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. The customer treated with a bolus from the pump. The customer stated that he woke up in the middle of the night and noticed his blood glucose was high. The customer stated that his quick release would not lock down and he was sleeping and was not getting any insulin. The customer stated that a piece of the pump broke off when he changed the reservoir. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did lock into place just a partial broken reservoir tube lip noted.